Manufacturer narrative:
The patient was born on an unreported date in 1983. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to noncompliance to sterilization technique. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). Fifteen days after the onset date, the antibiotic treatments were discontinued, dianeal therapies were stopped and the patient was switched to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.